Manufacturer narrative:
Awaiting imaging.

Event description:
Suspected fabric tear at crotch of graft: during original implant ((B)(6) 2025), an endoloeak was observed but the cause had not been confirmed. On (B)(6) 2025 - a follow up CT showed that the aneurysm grew 0.5 cm. On (B)(6) 2025 - an additional follow up CT showed that the aneurysm grew an additional 1.0 cm. On (B)(6) 2025 - the patient was taken in for an angiogram and bilateral limb component ballooning. It did not resolve the aneurysm. They did not do anything else. On (B)(6) 2026 - another CT showed an additional 0.5 cm of growth. On (B)(6) 2026 - the patient had an intervention that put in a gore excluder to resolve the issue. Additional information received: during the implant procedure, the device IFU was followed, and the device functioned as expected while following the IFU. Endoleak was discovred on the final angiogram during deployment procedure. There were no adverse events, but the patient was at risk for pending rupture. The patient outcome was successful re-intervention. No part of the procedure was performed off-label or out of the patient selection criteria. No difficulty was experienced during deployment. The patient's anatomy was a little tortuous, but not bad. The physician thinks a fabric tear on crotch caused the issue. The shape of the neck anatomy was angulated and reverse funnel. The graft was ballooned at all seal zones and overlap sites. Any pre or post implantation or adjunctive procedures? - extra ballooning. The graft was able to be deployed in the target zone.